Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
It was reported the physician was unable to implant a second lead due to scar tissue. Procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.